Manufacturer narrative:
(B)(4). Approximate age of the device - 8 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the clinic on (B)(6) 2016 with purulent drainage from the driveline exit site. The microbial culture tested positive for pseudomonas aeruginosa (psar). The patient was admitted and was treated with oral doxycycline and ciprofloxacin for 4 weeks. The drainage improved but did not completely resolve. On (B)(6) 2016, the patient experienced a syncopal episode that required hospitalization. The cause of the episode was not identified. During this hospitalization, the driveline exit site was still draining and a repeat culture again grew psar. Treatment with oral ciprofloxacin was initiated. On (B)(6) 2016, the patient was readmitted due to persistent drainage from the driveline exit site. The microbial culture tested positive for psar that was intermediately susceptible to ciprofloxacin. The patient was again readmitted on (B)(6) 2016 and subsequently underwent surgical debridement on (B)(6) 2016. It was reported that the infection is ongoing. No additional information was received.